Event description:
This report was received via baxter global pharmacovigilance (gpv) which was initially received during a call with baxter customer service. This is a report by a consumer with supplemental information provided by a nurse in the USA of "end of catheter replaced and cap not placed properly/patient made mistake/touch contamination and peritonitis with culture positive for (B)(6)" in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date in 2010, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2012, the patient was hospitalized for peritonitis. Treatment rendered for the event was not reported. On an unreported date in 2012, the patient recovered from the peritonitis. Outcome for the event was not reported. Dianeal therapies were ongoing. Concomitant medications were not reported. The pd nurse (pdn) reported the peritonitis was not related to dianeal therapies. On (B)(6) 2012, baxter product surveillance contacted the nurse and received clarification indicating that, on an unreported date, the contamination occurred while the patient was placing or removing the minicap at the end of the transfer set. The pdn stated there was no product problem or product issue. The pdn did not have exact details, but verified that the patient made a use error of touch contamination. There was no allegation against a baxter product, device, or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The product code and lot number of this product are unknown at this time; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique as the patient made a mistake of touch contamination, which is a use error that can cause peritonitis or potential contamination. No assignable cause of the use error/touch contamination was determined. A review of all batch record documents was performed for potentially associated lots h11e25011; h10a04040, and h11k29095 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. This issue is being investigated through CAPA.